Manufacturer narrative:
Trackwise: (B)(4). Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d1. The lot#: 3000481661 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that the hst iii system (3.8mm) was used during a proximal anastomosis in a bypass case (opcab). The proximal seal was loaded into the delivery system, but the seal did not deploy properly after pressing the button. A new device was immediately opened, filled, and used without any problems. The surgery was completed without any adverse effects on the patient. There was no delay.